Event description:
Report received from (B)(6) stating that the device had an issue with noise. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "noise" was confirmed. This drill has been power broken, has a worn hose, and rattles. All of this damage appears to be caused by abuse/misuse by the customer. This drill has not been cleaned in accordance with synthes anspach recommendations and has been immersed. (B)(4).